Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was/were there any adverse consequence/s that affected the patient because of the reported event? -there was no adverse consequences for the patient because of the reported event. B. If depuy synthes instrumentation broke during surgery, were all pieces retrieved from the patient? -we have no information that the piece is still in the patient. C. Was surgery time extended due to a depuy synthes product? If yes, how long? -no surgical time extended due to the event. D. Did the instrument break into two or more pieces? -two pieces.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a part inside instrument is broken. Was surgery time extended as a direct result of incident? No what action was taken/required to manage the problem during the procedure? With same as product.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: broken part inside instrument. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device confirmed a breakage condition on the hinge. There were observed impaction nick marks on areas which are not intended to be impacted specially on the lever and handle. Fragment was not returned for evaluation. The nicks observed on the device can be attributed to a combination of heavy use and unintended impaction forces, most likely from bottom-up impactions applied to disengage the device. These repeated unintended forces could have introduced stress to the device structure, potentially leading to the hinge breakage. A functional test was performed with a laboratory sample mating device, and the ant broach handle - l was successfully assembled without any issues. There were no signs of looseness or difficulties observed during assembly. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the ant broach handle - l would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.